Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump was the sole component received for evaluation. Examination and testing of the returned component revealed a separation within abrasion on one of the exhaust tubes of the pump. Testing revealed this to be a site of leakage. Abrasion was also noted on the other exhaust tube and inlet tube of the pump. Based on examination of the returned product, the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This abrasion then most likely caused a separation in the exhaust tube of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance for this lot. No capas are associated with this lot.

Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction.